Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during use of an 18fr foley catheter, the customer experienced pain and urine around the catheter. The customer explained that a 14fr catheter has been used in the past with success. It was also noted that the patient has a neurogenic bladder. No medical intervention was reported.

Event description:
It was reported that during use of an 18fr foley catheter, the customer experienced pain and urine around the catheter. The customer explained that a 14fr catheter has been used in the past with success. It was also noted that the patient has a neurogenic bladder. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to bad fit with shaft/ no drainage eye/ poorly seated balloon /bladder neck interface. The device was not returned for evaluation. The lot number was unknown and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The labelling review was not performed due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.